Event description:
Pt complaint of hip pain and the surgeon felt femoral stem was loose. Upon exposure and dislocation, the zmr distal taper size 15 was not loose. A greater trochanteric osteotomy had to be performed to removed the stem.

Manufacturer narrative:
(B) (4): eval summary - pt is reported as (B) (4) age, with medium activity level, weighing 260 lbs., with a large build. Items were not returned, making it impossible to compare devices to specs. No x-rays are available from before or after either the zmr implantation or revision surgery. A review of the scientific literature shows that, generally, the most common risk factors for stem loosening are pt excess weight, high activity level, pt sex (male) and younger pt age. Revision surgeries are also generally at higher risk of subsequent revisions. From the report, the most likely cause of the pt's pain is loosening of the stem, however, the root cause of the loosening can not be determined from the info provided. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.